Event description:
Unit failed to discharge. Monitor screen said "free air discharge". Paramedic had to turn the unit off, and then turn it on again to defibrillate the pt. This caused a delay in urgent medical care. The pt did expire at the hosp. Co recently advised it can find nothing wrong with unit. Rptr continues to have problems with batteries as well as the unit. Fully charged batteries were only lasting 15 mins. The loaner unit caused some chart documentation problems. The als technicians have lost all confidence in co's products.